Event description:
Note: procedure and event dates are unknown. It was reported to boston scientific corporation in 2005 that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used during a procedure (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon burst inside of the patient prior to being fully inflated. The procedure was successfully completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned sample revealed that the balloon was torn longitudinally. The cause of the reported malfunction could not be determined.